Event description:
It was reported that pump experienced repeated malfunction alarms with code 12, which had occurred at least three times on same pump and was resettable with no notable events before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer reset malfunction with support and continued to use pump while being prepared to use alternate insulin method if needed, and technical support arranged shipment of replacement pump with updated software, confirmed shipping and return instructions, advised customer to place old pump in storage mode and return it within 10 days, and instructed customer to program pump settings and reconnect cgm on replacement device.